Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she has been experiencing high blood glucose of over 550 mg/dl. Customer declined troubleshooting for high blood glucose and wanted to ensure the meter was working correctly. The insulin pump is not returning for analysis.